Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A complaint was received from the china local ha system regarding the patient underwent phacoemulsification for cataract extraction and intraocular lens implantation in the operating room. The intraocular lens was implanted. After the implantation, scratches were found on the surface of the iol. The operating surgeon promptly removed the iol during initial procedure and replaced it another lens. The surgery was successfully completed, but the surgical process was prolonged. As a result, the patient experienced corneal edema and had an unsatisfactory experience.